Manufacturer narrative:
Investigation results- no specific device information was provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined. The patient was revised for a recalled poly, there is no information provided about a malfunction or wear issue. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Implant dwell time- approximately 9 years, 2 months.

Event description:
As reported, the patient underwent a right side revision on (B)(6) 2023; reason not reported. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.